Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube near the proximal clevis. The main tube is broken and there is a missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additional observation related to customer complaint: the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the area where the wrist meets the shaft is broken on the prograsp forceps instrument. The procedure was completed with no reported injury.